Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 3 of 6 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again in order to clear the alarms. The hp elected to complete therapy with manual supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.